Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (gong alarms / abnormal shutdowns) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the j702 and j703 connectors were contaminated inside the distribution node (dn). The cause of the gong alarms, abnormal shutdowns, and inability to communicate is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and abnormal shutdowns.